Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), defibrillation lead and non-boston scientific transvenous lead were explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
A return request was made for the products. Should additional information become available this event will be updated.